Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of a constant force sensor failure. The device was received with chipped front corners. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. To investigate the reported issue, a start up was performed. The issue was duplicated. It was determined that the force sensor was out of spec at zero pounds and the count was at zero. Recalibrating the force sensor resolved the issue. The force sensor was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a constant force sensor failure. It is unknown if there was a patient involved in the reported event.